Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: review of device history records. Review of complaint history. Results: a review of the manufacturing records for lot 30500x268042 has been reviewed and it met all requirements before released to finished goods. A review of complaints history from (B)(4) 2013 to date review revealed a total of 9 other complaints with complaint code (B)(4) (2 of the complaints confirmed) with an occurrence rate of (B)(4). Conclusion: the customer's complaint "catheter did not show the parameters on the monitor. The proximal extremity of catheter is failing when put at connector" could not be confirmed. The customer failed to return the device for evaluation. The customer reported that they used 110-4bt for subdural hematoma. Since the product was not returned for evaluation and no further info on the device was provided, no conclusion could be drawn, nor root cause established without having the actual device to evaluate and analyze.

Event description:
Hold - ab 08/28/2014on an unk date, the catheter did not show the parameters on the monitor. The proximal extremity of the catheter was failing when it was attached at the connector. Additional info was requested and on (B)(4) 2014, the following was received from the distributor. On (B)(6) 2014, a (B)(6) male pt underwent surgery for a subdural hematoma. The product problem occurred during the procedure, when the surgeon was calibrating the catheter. The pt was already anesthetized and the 1104bt catheter was already implanted in the pt when the product problem occurred. There was no pt harm or injury. The 1104bt catheter was replaced and implanted in the same location. There was a 15 minute surgical delay. There was no pt adverse consequence as a result of the surgical delay.